Event description:
The hcp reported the patient experienced withdrawal three days after last refill with symptoms of increased spasticity and fever. A broken catheter was found and the patient underwent revision of the proximal segment in 2006. The patient was receiving morphine 9.89 mg/ml and compounded baclofen 1924 mcg/ml when the withdrawal occurred. The patient has recovered without sequela from the catheter revision and continues to do well.